Event description:
In 2008, the sales rep reported that during an inventory, an x-large, open polyaxial assembly top came off. There was no harm to any pt as this was not involved in a surgical situation. The malfunction could result in surgical intervention or delay if it were to occur in surgery.

Manufacturer narrative:
There was no product implanted. Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.